Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. The guide catheter then prolapsed into the left ventricle. During withdrawal of the guide catheter, guidewire and sds, the stent embolized to an unknown location. The pt complained of chest discomfort and was sent for urgent coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.